Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to paraplegia.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair for a thoracic descending aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and conformable gore® tag® thoracic endoprostheses. It was reported that all endoprostheses were implanted from just below the left subclavian artery to just above the celiac artery. After the implant procedure (on (B)(6) 2019), the patient developed paraplegia. The physician decided to monitor it. The event is on-going.